Event description:
It was reported that the patient was experiencing pain at the ipg site when recharging. It was noted that the patient had an increase in weight. As a result, the patient may undergo surgical intervention to address issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.